Event description:
In 2008, the patient reported that he received an e2 (battery depleted) error without first receiving an a2 (battery low) alert. He stated that he goes through batteries very quickly and changes the battery every 2 weeks. He also stated that the a1 (cartridge low) and e1 (cartridge empty) errors are not accurate. No physiological effects were reported. The pt stated that he would switch to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.